Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The procedure was a fenestrated aaa graft case with the stent used in the left renal artery. It was reported that while attempting to deliver the stent through a 7fr oscor destino twist steerable sheath, resistance was encountered while making the bend from the aorta to the renal artery. This resistance caused the loss of guide wire position and pulled the guide catheter out of the graft fenestration. To better seat the guide sheath into the fenestration/renal ostium, the physician retracted the stent to swap with a balloon catheter. On removing the stent from the sheath, the stent appeared to catch the hemostatic valve of the guide and was partially dislodged. It remained on the catheter but shifted position. There was no negative impact to the patient.

Manufacturer narrative:
Engineering investigation: upon initial inspection the device, the stent had been dislodged distally from its original crimped position. The crimped stent diameter was measured and was 2.2mm. This diameter is indicative of a properly crimped stent. The surface was evaluated to determine if the stent was crimped properly during manufacturing, when the stent is crimped on to the folded balloon the stent frame leaves impressions of the stent frame on the surface of the balloon. The impressions indicate if the stent was properly crimped on to the balloon. The crimped stent impressions were clearly visible indicating that the stent was properly crimped during manufacturing. A full review of the catheter lot history records for the devices in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing associated with the complaint. In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following. Balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the results of this investigation there is a possibility that when the stent was attempted to be pulled back into the introducer sheath that the proximal end of the stent made contact with the edge of the introducer sheath. This would push the stent distally off the balloon. This cannot be confirmed without actual imaging from the procedure. The details provided also indicate that "it is also possible that the stent was touched by the technician while loading the delivery catheter onto the wire resulting in a loss of complete contact between the stent and the delivery catheter". Clinical evaluation: a stent can become dislodged if the vessel has calcification or severe disease, if the vessel has not been properly pre-dilated, if the stent has not been sized correctly and if the physician uses force to advance or withdraw the catheter. The instructions for use (IFU) state, "the use of the icast is contraindicated in lesions that are heavily calcified or when it is not possible to access the site with standard placement techniques." The IFU also warns that special care must be taken not to handle or in any way disrupt the placement of the icast covered stent on the balloon." The IFU states that complications and adverse events can occur when using any endoluminal device. These include, but are not limited to, endoprosthesis misplacement and migration.